Event description:
Staff have indicated a 36mm liner impactor tip has been cross threaded and will no longer screw onto the white handle impactor. This instrument requires replacement as it is no longer usable due to the cross threading/wear and tear. This did not occur intra op so no patient issues. No further information is available. Item has been discarded and no lot # available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.